Manufacturer narrative:
Continuation of concomitant medical products: product ID 748251 , serial# (B)(4), implanted: (B)(6) 2005 ,explanted:(B)(6) 2022, product type: extension ,ubd: 28-jul-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an impedance issue in the right system. The patient was receiving suboptimal therapy due to programming constraints. An impedance test and exploratory surgery was performed. The extension was found to be the result of the impedance issue. The extension was replaced and the issue was resolved.